Event description:
Additional information was received; it was reported the cause of the event was unknown. The representative tried an alternative handset provided to try connecting/charging however, it wasn't effective. The patient was receiving an MRI and would follow up if elected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a health care professional (hcp). Hcp reports the patient (pt) and their managing physician state the implantable neurostimulator (ins) is no longer working, the battery is dead-hcp noted they are not sure why pt cannot recharge the ins. Hcp inquiring MRI information. Agent recommended using eligibility form completed by managing hcp to confirm eligibility if they cannot activate MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was manufacturer representative (rep) learned that the patient was having issues with recharging their implanted neurostimulator. Patient got no device found when attempting to charge their implanted neurostimulator. Rep worked to use tech mode to connect the controller to the ins, but when the pt tried to charge ins, pt got no device found. Pt then pressed recharge and got no device found again. Patient did not call patient services about this issue.